Event description:
Additional information received from the manufacturer's representative reported that there was a loss of stimulation with the surgical lead. Impedance testing showed 2 contacts had values greater than 10,000 ohms. The representative indicated that they did some reprogramming that seemed to help at first but now the patient had issues noted as a return of their low back and leg pain. The physician was going to replace the lead component. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot# v007634, implanted: (B)(6) 2006, product type: lead. Product ID: 3487a-33, lot# v007634, implanted: (B)(6) 2006, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3587a, lot# n067742, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
Information received from the patient reported that they had a fall and since then their "upper" implantable neurostimulator (ins) was not working (the patient noted that they also had a "lower stimulator"). The patient stated that they had no stimulation in the neck, shoulder, arms and that their fingers were numb. The indications for use for the implanted device were noted as spinal pain and lumbar radiculopathy. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.